Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was the reoperation associated with this event performed on primary or recurrent hernia? 2. Date of reoperation? 3. Procedure name for reoperation? 4. What was the specific issue with the first hernia operation? 5. How is the patient today?

Event description:
It was reported by the patient that he underwent a hernia repair procedure on an unknown date and mesh was implanted. The mesh failed and the patient developed a recurrent incisional hernia. The patient is still in pain after the surgery. The patient was scheduled for a re-operation on (B)(6) 2017. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 01/22/2019. Additional information : it was reported by the patient that he underwent an abdominal hernia repair procedure on unknown date in 2012 and the mesh was implanted. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 9/17/2020. Additional narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted.